Manufacturer narrative:
The sample is serumper customer, qc was within the customer established ranges.field service engineer (fse) performed pm on the unit.a clear root cause of this event cannot be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards multiple erroneously elevated total t-3 (tt3) results generated by unicel dxi 800 access immunoassay analyzer, which were questioned by the physician. Patient sample was repeated and normal tt3 result was obtained. The original and repeat result are provided.the erroneous results were reported out of the laboratory.patient treatment was not impacted by this event.